Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported for leaks from this lot. All available information was investigated and a definitive cause for the reported steerable guide catheter leak (loss of fluid column during preparation) cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leak in the steerable guide catheter. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was inserted into the patient however air was noted in the hemostatic valve. The sgc was removed and replaced with a new device to complete the procedure. One clip was implanted, reducing the mr to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.